Manufacturer narrative:
Product code has updated from 8065000096 to 8065752450. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector, in a bubble bag. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the welded cap. The sample was then functionally tested for aspiration and was found to be conforming with no bubbles observed. Attached video has been reviewed by the investigation site. The video confirms bubbles. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The provided video indicated that bubbles were present in the eye. However, the returned sample was found to be functionally conforming, therefore bubbles as described in the complaint were not confirmed on the returned sample and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that posterior capsule breakage occurred, and bubbles came out from the cutter during the cataract and vitrectomy combination surgery. The surgery was completed without product replacement. The procedure type was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).